Manufacturer narrative:
During testing, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that stated, "pump was getting 11/099/40042 error code". This alarm condition does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code.